Event description:
Event description boston scientific, crm received information that the patient with this implantable cardioverter defibrillator (ICD) device received two inappropriate shocks. Per the electrogram (egm), there was noise on the right ventricular (rv) channel. Pacing spikes are also evident, with no capture. There are no ventricular sense markers on the egm, and it is not possible to measure the r-wave, as the r-wave is always paced. The rv lead impedance is 1000 ohms, and the shocking impedance measurement is >125 ohms. Upon interrogation of the device, the programmer displayed a yellow warning screen and shorted lead condition message. A boston scientific technical services (ts) consultant recommended replacing the device and rv lead as soon as possible. The patient has an underlying rhythm and no adverse patient effects were reported.